Event description:
A malfunction was reported on the pump, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further malfunction codes appeared.